Event description:
It was reported that a patient underwent a revision surgery secondary to pseudarthrosis and a broken screw. The construct was removed and an alternate construct was placed to complete the case. There were no additional patient impacts or surgical delays reported. This is report three of three.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. The explanted screw was not returned and no photos or x-rays were provided, so an evaluation was unable to be performed and no results are available. The manufacturing records are unable to be reviewed since the lot number is unknown. It was reported that the patient is a smoker, and did not fuse after 4-5 years. The device's labeling advises the patient to cease smoking, as smoking negatively affects a patient's ability to fuse. It lists implant failure as a potential effect of the device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00390 and 3012447612-2019-00391.

Event description:
It was reported that a patient underwent a revision surgery secondary to pseudarthrosis and a broken screw. The construct was removed and an alternate construct was placed to complete the case. There were no additional patient impacts or surgical delays reported. This is report three of three.